Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A non-maquet sheath was also returned covering the rear taper end of the membrane. A catheter tubing kink was observed approximately 49.8cm from the iab tip. Additionally, a catheter tubing/inner lumen kink was also observed near the y-fitting approximately 76.2cm from the iab tip. A laser test of the optical fiber was performed and break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had switched out consoles with no difference in the alarm presence. A transduced inner lumen was utilized to obtain an arterial pressure(ap) to the console and therapy was as expected. Patient was scheduled for surgery after few days and the balloon will be removed post surgery. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had switched out consoles with no difference in the alarm presence. A transduced inner lumen was utilized to obtain an arterial pressure(ap) to the console and therapy was as expected. Patient was scheduled for surgery after few days and the balloon will be removed post surgery. There was no reported injury to the patient.